Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker advised the customer to remove the device from service and replace it. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.